Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a combi set blood leak occurred approximately 120 minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the arterial chamber on the combit set. There was a ¿crack¿ identified on the arterial chamber; the crack was not noticed prior to initiation of treatment. A photograph of the cracked arterial chamber was provided to the manufacturer, and the damage is clearly visible. The machine, a fresenius 4008s machine, did not alarm. Blood leak test strips were not used. There was nothing unusual noted during the prime, and no leaks occurred during the priming process. As soon as the blood leak was observed, treatment was halted, and the patient was set up with new supplies on the same machine. The patient¿s estimated blood loss (ebl) was approximately 2 ml. The patient completed their treatment, and it was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, a photograph was provided by the customer which clearly shows a crack from the middle to the bottom of the arterial chamber. Due to the crack observed on the arterial chamber, the investigation into the complaint was able to confirm the reported event.